Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.